Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7073397 / 7080958.

Event description:
It was reported that around the patients ipg and lead site were swollen and that the patient had a lot of allergies. The patient was experiencing discomfort from the swelling and was not getting adequate stimulation. The patient underwent an ipg and lead explant procedure. The explanted leads will not be returned as they were discarded by the medical facility.

Event description:
It was reported that around the patients ipg and lead site were swollen and that the patient had a lot of allergies. The patient was experiencing discomfort from the swelling and was not getting adequate stimulation. The patient underwent an ipg and lead explant procedure. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Sc-1216 sn: ((B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70 sn: ((B)(6)). The returned lead was analyzed and revealed that it was severed into two pieces approximately 44 cm from the distal end. No anomalies were observed on the lead aside from this damage. The damage to the lead was a result of a typical explant procedure.